Event description:
While inserting an IV catheter for a patient, I noticed leakage at the clamp and a possible gap at the clasp.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.